Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the health care professional (hcp) that the accuracy was off by 3-4 mm on the lower frame by l5, and by 1 cm near the frame on t10. Retractors were put back in besides the frames after the spin causing movement in the spin. The site respun and checked the accuracy without using the retractors and the accuracy was good. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is also being reported under part 803. Supplemental aro information is as follows: dose information not available. Estimated absorbed dose to patient based on unutilized radiation is between 12.5msv and 25msv (negligible). 1 - patient total number of people in or unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the behavior described was the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the health care professional (hcp) that the accuracy was off by 3-4 mm on the lower frame by l5, and by 1 cm near the frame on t10. Retractors were put back in besides the frames after the spin causing movement in the spin. The site respun and checked the accuracy without using the retractors and the accuracy was good. There was less than an hour delay in the procedure. No impact on patient outcome.